Event description:
It was reported that the patient had her hip replaced some time ago where she received a summit pinnacle total hip construct. The surgeon did her original surgery at (B)(6)hospital, the campus was unclear at the time of the revision surgery. The patient had dislocated recently and came into the ER at the (B)(6) campus. The patient was revised on (B)(6) 2022 where the surgeon explanted the patients hip ball and pinnacle constrained liner, the summit stem and pinnacle cup were left in situ. There was evidence of impingement on the neck of the summit stem which was making contact with the ring around the rim of the constrained liner. The surgeon stated the patient most likely levered their hip ball out of the liner due to rim of the liner eventually fracturing. A new hip ball was implanted on the summit stem and a new liner was implanted in the acetabular cup. Doi: unknown. Dor: (B)(6) 2022. Affected side: left hip.

Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint # (B)(4). Based on further analysis, it is reasonable to conclude that the device reported on this medwatch would not cause or contribute to the reported serious injury/revision as there was evidence of impingement on the neck of the summit stem which was making contact with the ring around the rim of the constrained liner. The surgeon stated the patient most likely levered their hip ball out of the liner due to the rim of the liner eventually fracturing. It is reasonable to conclude that the physical impinging of the stem on the liner, led to the fracture, which in turn then led to the dislocation. The femoral stem was reported under report number 1818910-2022-05280. The liner was reported under report number 1818910-2022-04803. At this time depuy synthes joint reconstruction considers the device on this report to be not reportable.